Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was being performed. Transesophageal echocardiography (tee) imaging noted there was no pericardial effusion (pe) or thrombus in the left atrium (la). Transseptal access was obtained in a single attempt and a watchman access system (was) was positioned at the laa and a 27mm watchman flx closure device and delivery system (wds) were advanced. The 27mm watchman flx closure device was deployed and implanted successfully, without needing to recapture. Tee imaging confirmed there was no pe or thrombus. The patient was discharged home in stable condition. When the patient arrived home and was removed from the vehicle and placed into a wheelchair, the caretaker noted the patient was unconscious and slumped over in the chair without warning. Emergency assistance was called, and cardiopulmonary resuscitation was performed. The patient died. In the physician's opinion, there is not a correlating relation between the laa closure procedure, the wds, or the was and the death event. An autopsy will not be performed, and the death certificate is unable to be obtained.